Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Hyperglycemia [hyperglycaemia]. Piston rod moved back alone [device malfunction]. Does not inject the adjusted insulin doses, fake doses. [Device delivery system issue]. Case description: this serious spontaneous case from egypt was reported by a consumer as "hyperglycemia (hyperglycemia)" with an unspecified onset date, "piston rod moved back alone (device component malfunction)" with an unspecified onset date, "does not inject the adjusted insulin doses, fake doses. (Inaccurate delivery by device)" with an unspecified onset date, and concerned a female patient who was treated with novopen (insulin delivery device) from unknown start date for "diabetes mellitus", the patient's height, weight and body mass index were not reported. Current condition: diabetes mellitus (type and duration not reported). On an unknown date, patient suffered from hyperglycemia , her blood glucose (blood glucose) reached 500 mg/dl 2 hours after taking the dose) due to her novopen (did not mentioned its model) issue as she was taking fake doses, as its piston rod moved back alone explaining that the pressure shield on the insulin tube, which was short , so it did not inject the adjusted insulin doses. It was mentioned two hours after they threw sugar, it reached 500 mg/dl because of the problem with the pen. The problem was explained to the branch manager and the pen was taken based on the apparent problem. The problem in the first place was not the pen or the materials, but the problem was the possibility of patient entering a diabetic coma because of this pen. Batch numbers for novopen has been requested. The outcome for the event "hyperglycemia (hyperglycemia)" was not reported. The outcome for the event "piston rod moved back alone (device component malfunction)" was not reported. The outcome for the event "does not inject the adjusted insulin doses, fake doses. (Inaccurate delivery by device)" was not reported. Event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated. No further information available.

Event description:
Case description: investigational result: name: novopen, batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission the case have been updated with the following: investigation result added. Imdrf code added. Relevant fields updated in EU/ca tab. Narrative updated accordingly. H3 continued: evaluation summary: name: novopen, batch number: unknown. No investigation was possible, because neither sample nor batch number was available.